Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17651260m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant products: carto 3 system, model #: m-4800-01, serial #: (B)(4). Smartablate. Smartablate pump. Webster coronary sinus with auto ID catheter, model #: d-1353-04-s, lot #:17649867m. Non biosense webster, inc. - boston scientific dx20 (m00420sl21020, (B)(4)). (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for atrial flutter with a thermocool smarttouch bidirectional navigation catheter and suffered heart block av third degree requiring cardiac pacemaker insertion. During ablation, an atrioventricular (av) block was detected via the intracardiac signals and confirmed via the presence of av dissociation. Pacing via the ablation catheter was initiated. Patient was reported to be in stable condition. Post-procedure, a cardiac pacemaker was implanted. Patient required extended hospitalization as a result of the adverse event for cardiac pacemaker insertion. Patient outcome is unchanged. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.